Event description:
"Dr. Did lap chole and applied 2 clips to patient end of cystic artery. Patient was not doing well post op and hida scan confirmed cystic artery was leaking. During open surgery dr. Found that both clips were off artery was "retracted". Patient is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.